Event description:
It was reported that the patient received 14 shocks for sinus tachycardia. Need to review save to disc to determine details of the episode. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.